Event description:
It was reported that during a davinci si surgical procedure, the customer reported that while using the prograsp forceps 'the instrument stopped working.' No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip open cable was found to be derailed from the force amp pulley. Grips cannot be straightened and yaw motion was non-intuitive as a result of the damage. Evidence not conclusive, but cable derailment was likely due to cable losing contact with pulley during wrist articulation. Additional observation not reported by site was tube damage. Distal end of the main tube had a 0.750 long section with material removed on one side of the main insulation tube. Damaged area was parallel to tube axis and had a rough surface finish. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.